Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted into the patient on (B)(6) 2013. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient was seen again and reported acute pelvic pain and vaginal cuff bleeding beginning on (B)(6) 2013. The patient was prescribed ibuprofen 800mg q8h and norco. The patient reported resolution of bleeding on (B)(6) 2013, and resolution of the pelvic pain on (B)(6) 2013. The investigator for the clinical study has assessed both adverse events as related to the study procedure and not related to the study sling or study delivery system.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted into the patient on (B)(6) 2013. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the patient was seen again and reported acute pelvic pain and vaginal cuff bleeding beginning on (B)(6) 2013. The patient was prescribed ibuprofen 800mg q8h and norco. The patient reported resolution of bleeding on (B)(6) 2013, and resolution of the pelvic pain on (B)(6) 2013. The investigator for the clinical study has assessed both adverse events as related to the study procedure and not related to the study sling or study delivery system. Additional information received on april 30, 2014 from the clinical trial investigator: the pelvic pain and vaginal cuff bleeding were assessed as not relate to the index procedure or device.